Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: j pediatr adolesc gynecol 30 (2017) 429-430; doi: http://dx.doi.org/10.1016/j.jpag.2017.01.004. (B)(4)

Event description:
It was reported in a journal article title: massive vulvar linear verrucous epidermal nevus presenting at menarche: the authors presented an (B)(6) female patient with large vulvar lesion and a history of small vulvar nevus at birth. On examination, a tan-colored hair-bearing nevus was noted measuring 9.6 x 4.5 x 3.2 cm with complete obliteration of the entire left labia majora and mons pubis. The patient underwent a full-thickness dermal excision of the nevus under general anesthesia. Interrupted monocryl sutures were used to secure flap to the excisional bed, re-approximation of the remaining incisional defects, and skin closure. One week postoperatively, the patient was noted with 1-cm area of t-point necrosis at the distal flap which was locally debrided and wound care was performed. Surgical excision of large vulvar nevi can be achieved with desirable cosmetic outcomes with use of rotational skin flaps and primary closure. No additional information was provided.